Event description:
It was reported to ge that the x-ray table would intermittantly move without command. Apparently, the table control electronics had a failure that allowed the table to move when motion was enabled. The system was repaired and returned to svc.